Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had a new ins placed today and the wife of the patient was frustrated because the patient was still having tremor. The caller wasn't sure if the ins had been programmed since it was placed today and they were unsure if the patient had a remote or not. It was suggested to the caller that they contact the neurosurgeon, (B)(6), who did the procedure to see if the patient had been programmed yet. No further complications were reported as a result of this event. Additional information was received from the manufacturer representative (rep) regarding the patient. The rep reported the patient had a normal battery depletion change out yesterday. It was reported the rep had not met with patient before until yesterday. It was reported during pre-operation, the rep ran an electrode impedance, contact 0/3 showed 16 ohms. It was reported that this was the device that controlled the left side. The physician recommended changing out both of the devices. After the change out, it was reported contacts 0/3 showed 16 ohms. The caller stated that the patient's device had been off for a couple of weeks, the physician turned it off to reserve the battery life. With the therapy off, the patient's tremor returned. The rep said they were told to program the same settings from the previous to the new ins. After turning on the stimulation on the new device, the patient's tremor was slightly improved but not better. It was reported the patient had an appointment with their neurosurgeon this morning. The rep called back and reported that the nurse let them know they were able to program around and got the tremors under control. They reprogrammed around the 0 and 3 contacts. It was reported 2.69 volts on a battery. The caller was unsure if this was the battery voltage or the amplitude and would contact back. The issue was resolved at the time of the report. No further complications were reported as result of this event.

Manufacturer narrative:
The previous event description contained information irrelevant (information regarding the patient's replacement device) to this event which was also reported in manufacturer report # 3007566237-2017-02423. Any further information pertaining to this other report will be reported under the previously mentioned manufacturer report number. The event description in this supplemental report has been updated accordingly, and reflects the most accurate information available at this time as it pertains to the device referenced in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient had an ins replacement due to normal depletion on the day of this report. A manufacturer representative (rep) later reported that a physician turned the device off a couple of weeks prior to this report to preserve the battery life. The patient had a subsequent return of tremor. Prior to the replacement, the patient¿s right ins showed 16 ohms on the 0/3 contact pair. It was noted this device controlled the patient¿s left side. The physician replaced both inss. The tremor was resolved with replacement and reprogramming of the new devices. No further complications are anticipated. The patient was implanted for essential tremor and movement disorders. Refer to manufacturer report #3004209178-2017-13103 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via the rep reported that they experienced a jolt, loss of efficiency, tremor returned and could not eat or drink. It was indicated that it did not feel like stimulation was turned off. The return of symptoms occurs more in the right hand. The issue was described as happening suddenly and coming back suddenly within seconds and happens no matter what the patient is doing. It was noted the patient did not check their therapy state with their programmer.